Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported oversensing could not be conclusively determined.

Event description:
During follow up, oversensing was noted on the lead. An insulation defect was suspected but there was no evidence via imaging or visual inspection. The lead was explanted and replaced. The patient is stable.